Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the mesher gave an incomplete mesh on a previously recovered cadaver donor skin. No harm or injury reported. No delay occurred. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on (B)(6) 2018, it was reported that the mesher gave an incomplete mesh on a previously recovered cadaver donor skin. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) eleven times as documented in the repair reports in livelink. The last repair was september 26, 2018 where it was reported that the device produced an incomplete mesh and the roller, bushings, left side plate, roller gear, shoulder bolts, and washers were replaced. This is not a related issue. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was september 26, 2018 where it was reported that the device produced an incomplete mesh and the cutter produced an incomplete sample mesh after the collars, bushings and gear were replaced and was deemed non-repairable. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 2:1 ratio cutter serial number (B)(4) five times as documented in the repair reports in livelink. The last repair was september 26, 2018 where it was reported that the device produced an incomplete mesh and the cutter produced an incomplete sample mesh and was deemed non-repairable. Product review of the skin graft mesher on december 12, 2018 revealed that the comb was bent and the roller gear was damaged. The pre-test could not be performed due to the bent comb. The 1.5:1 ratio cutter, serial number (B)(4), and the 2:1 ratio cutter, serial number (B)(4) produced an incomplete sample mesh and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the comb and roller gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the comb was bent and the 1.5:1 and 2:1 ratio cutters both produced an incomplete sample mesh and were deemed non-repairable. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the comb was bent and the 1.5:1 and 2:1 ratio cutters both produced an incomplete sample mesh and were deemed non-repairable. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.